Event description:
Allegations of autoimmune disease, autoimmune related disease, trauma to the breast and chest area, yeast infection of breast tissue, permanent scarring and multiple encapsulations.